Event description:
It was reported that during a hysteroscopy cauterization, a (B)(6) female pt sustained a 10 cm second and third degree burn that was treated with calcium and sodium alginate dressing. Reportedly the burn occurred throughout the distal side of the plate opposite the handle of the cable that was placed below the right scapula while the pt was in a gynecological position.

Manufacturer narrative:
Burns may have occurred due to the pt's position which may suggest the cable was placed under the pt and incorrect pad placement to the surgical site. The product instructions for use cover recommendations as to proper site selection and placement.